Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2018 and (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is rupture and capsular contracture baker grade iii. Visual analysis of the returned device identified a broken shell, underweight, and a non-penetrating nick. A microscopic analysis was performed which identified a sharp edge and with non-penetrating nicks assessed as a surgical impact opening. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is a sharp edge opening with non-penetrating nicks due to surgical impact and non-penetrating nicks.

Event description:
Healthcare professional reported a left side rupture and capsular contracture baker grade iii. Device has been explanted.

Event description:
Healthcare professional reported a left side rupture and capsular contracture baker grade iii. Device has been explanted.